Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-oct-10. It was reported that the patient complained of discomfort at the site of implant of reservoir and pain. There were reports that there was an ability to palpate pump and a feeling that it slips in multiple directions. It was first noticed on 2018-(B)(6). The cause of the flipped pump was undetermined. The patient was taken to the operating rooms on 2018-(B)(6) for a revision of programmable pump reservoir. Intraoperatively, the pump still retained 2 of 4 normal attaching sutures in position and well attached, it was re-secured. The dorsal aspect of the pump was facing the patient¿s ventral position. The pump was re-implanted into the patient after insuring proper function. The flipped pump was resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that the patient stated they think their pump is flipping. She visited her managing pain physician for a refill and he was having difficulty with telemetry and thinks the pump is flipped. The patient is being referred back to the neurosurgeon for consult on if it is flipped and if surgical intervention is necessary. There is no known information on what caused this. No diagnostic have been done yet. The patient is pending an x-ray and she was advised by the neurosurgeon that he can not do any additional surgery until 90 days post-op from her pump implant date ((B)(6) 2018). Surgical intervention did not occur and it was unknown if it was planned. The issue is not resolved at the time of this report and the patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.